Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel was separating along the base, exposing the interior, and the pump was being held together with rubber bands; the device continued to deliver doses and there were no alerts or alarms, with no impact to blood glucose and no injury reported, consistent with a loss of or failure to bond affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with bonding failure at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.